Manufacturer narrative:
Of the 5 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to an electrically erasable programmable read-only memory defect. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 006 issue. These reports were received from various sources. The patients associated with this allegation ranges from 11-48 years of age and between 105 and 195 pounds. Of the reported patients, 2 were male, 3 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there was 1 instance of cs 006 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.